Event description:
The customer reported via phone call that their insulin pump alarmed no delivery. The customer reported the alarm was recurring throughout the day. The customer also reported experiencing high blood glucose that could not be lowered. Customer's blood glucose was 279 mg/dl. The customer stated insulin was able to exit during a fixed prime. Customer was also unable to confirm if their cannula was bent. The customer was advised of a possible site occlusion. The reservoir will be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.